Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown nails: tfna /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D6a: date of implantation was an unknown day in (B)(6) 2023. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is an unknown date in (B)(6) 2023. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that the patient underwent surgery in (B)(6) 2023 to implant the tfna. On (B)(6) 2024, a removal of implants was performed because the nail was fractured at the head/neck element. The blade was in-situ. The removal was completed successfully, and the patient underwent total hip replacement. This report involves one unk - nails: tfna. This is report 1 of 1 for (B)(4).